Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has not been received and the customer reported that the product will not be returned. The root cause of this failure could not be identified. Patient age and dob requested but not provided.

Event description:
It was reported that the extension tubing set cracked at the distal portion and caused blood to leak.